Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed the fixation pin to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR), the fixation pin returned was documented as faultless prior to distribution. As the pin had been in use for approx. 2 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. Visual examination of the device revealed the stop pin, which was laser-welded to the expanding sleeve to be broken off due to too high bending forces and therefore detached. The broken off stop pin was not returned. The breakage surface of the welding seam between the stop pin and the expanding sleeve showed the appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was performed correctly. Due to too high torsional forces, which were applied several times, too high bending forces had occurred upon to the stop pin, which finally had led to the breakage of the laser-welding seam between the stop pin and the expanding sleeve. Indications for material or manufacturing related issues were not found in the investigation. Therefore no corrective action was deemed necessary at this time. However, due to a negative complaint development of the affected fixation pin, a non-conformity nc ID # 344554 was already been raised for additional analysis. The nc was transferred into CAPA ID # (B)(4). The CAPA is still ongoing. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Due to too high bending forces, the laser-welded seam between the stop pin and the expanding sleeve had broken off in a low cycle fatigue mode with evidence of a forced rupture. No nonconformity identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the fixation pin was broken.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the fixation pin was broken.